Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) confirmed unit shutdown while performing battery test. Faults 111 and 112 in fault log. Performed coiled cable recall as part of coiled cable field action. Cardiosave iabp services completed. Full calibration, safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit shut down while running a battery test. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that cardiosave intra-aortic balloon pump (iabp) with shut down while running a battery test. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. No patient involvement. H3 other text: gettinge field service engineer not visited the site.